Event description:
It is reported that a customer's insulin pump fell and the display no longer turns on. The patient's blood glucose level was unknown at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.